Event description:
It was reported the insulin pump alarmed motor during prime/fill. The device was not exposed to an MRI or CT scan. The device was not dropped or bumped. Customer does not use the sensor feature. Customer was unable to rewind the device. Customer's blood glucose was 8.0mmol/l. No further information reported.

Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, and prime tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.